Manufacturer narrative:
Block b3: the exact date of the event was not reported. The retrospective study date of (B)(6) 2017, is used for the estimated date of event between december 2017 and december 2018. Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, were unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block e1: initial reporter address 1: (B)(6); reported here as the address exceeded character limit for the designated field. Block g2: literature source: shyam sunder sharma; sudhir maharshi. "Early precut versus primary precut sphincterotomy to reduce post-ercp pancreatitis: randomized controlled trial (with videos)" department of gastroenterology, sms hospital, jaipur, india, gastrointest endoscopy 2021 mar;93(3):586-593., https://doi.org/10.1016/j.gie.2020.06.064. Block h6: imdrf patient code e1021 captures the reportable event of pancreatitis. Imdrf patient code e0506 captures the reportable event of hemorrhage/blood loss/bleeding. Imdrf patient code e2114 captures the reportable event of perforation. Imdrf impact code f2303 captures the reportable event of medication required.

Event description:
Boston scientific corporation became aware of an events involving microknife xl, ultratome xl and hydra jagwire devices through the article, early precut versus primary precut sphincterotomy to reduce post-ercp pancreatitis: randomized controlled trial (with videos), by shyam sunder sharma, et al. Per the article, between december 2017 and december 2018, a total of 303 patients underwent endoscopic retrograde cholangiopancreatography (ercp) for therapeutic biliary intervention and the following occurred: post-ercp pancreatitis, asymptomatic hyperamylasemia, bleeding which was managed with local adrenaline injection and electrocoagulation, one patient had endoscopic intervention 24 hours post-procedure for bleeding, and two perforations which were managed conservatively with 72 hours with fasting and antibiotics. Please see the reference article for full details.